Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said that yesterday they backed up against the side of a refrigerator and it shocked them. They said it made a tingling sensation go down their leg down to their feet and it has been bothering them all night and this morning. The pt was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the pt. Pt reports she was leaning on side of fridge and shocked the left side where the monitor is at. Pt states having pain for one week on that side and can hardly walk. Pt states she did not try to lower the stimulation. Pt states its the second time this happened where leaned against fridge and got a shock. Pt states the brand is a hot point fridge. Pt states the first time was 4 months ago when it happened and a young lady came and reset the program. Pt did not have name or when she last checked and states its been so long. Agent advised to have the ins checked by the hcp.